Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, reprocessing method and storage environment of the device. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal. Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegations. During evaluation of the returned device, leakage from the bending section cover was noted and the device exhibited reduced angulation in all directions. Additionally, it was noted that the connecting tube had deep and sharp scratches. Due to a cut on bending section cover, water tightness was lost. Light guide lens was chipped. Distal end had a dent. The bending section cover had cut. Scratches were found throughout the device. Universal cord had a dent and had discoloration. Forceps channel port was dirty. Due to wear of angle wire, bending angle in up/down direction does not meet the standard value. Due to damage on charge coupled device (ccd) unit, foggy image occurred. There was no electrical continuity due to damage on distal end. The bending section cover was dirty. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, leakage was noted on the bending section cover of the bronchovideoscope and the device exhibited reduced angulation in all directions. The issue was found during reprocessing. The device was returned and an evaluation revealed, the coating of the connecting tube was peeled off (one millimeter square or more). This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being submitted for additional information received regarding event date. B3 updated.